Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 16.8 mmol/l with large ketones, extreme thirst, nausea, vomiting, and difficulty waking up. It was reported the patient was hospitalized and treated with intravenous fluids. The reporter noted the patient remained on pump therapy and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump was unable to prime. It was reported that changing the cartridge and changing the tubing could not resolve the issue; there were reportedly no related alarms in the pump history or received during troubleshooting related to an unable-to-prime issue. This complaint is being reported because the reported serious injury was attributed to an alleged device malfunction.